Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it was likely that the following led to the malfunction: the most probable cause was traced to a component failure. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited cable buckling, breakage and watertight defect, image was out of focus and rust on charged coupled device (ccd body) and magnet. There was no patient involvement.